Manufacturer narrative:
(B)(4). One actual sample was returned to the plant for evaluation. The vialmate was attached to a vial and a viaflo bag and visual inspection revealed that reconstitution was already performed. Visual inspection revealed that a grey particle was visible in the viaflo bag. An infrared test was performed on the particle and the test revealed that the particle was from the same material of the vial stopper hence not due to a malfunction of the vialmate. The reported problem was not confirmed. The root cause was attributed to a defective stopper since no changes in needle were done and the needle of the returned sample had no visible deformations. A batch review was performed on the reported lot with no deviations found.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) in which a piece was cut from the membrane. As a result, a piece of the membrane was found in the solution. It is unknown when or in which care area this event occurred. There were no reports of patient involvement, patient injury or adverse events associated with this event. There is no additional information.